Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during removal of the gripper line on the second clip delivery system, the line broke which has potential of leaving the broken portion of the line in the anatomy and/or the need for additional intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted at the a2/p2 segment of the leaflets. The second clip delivery system (cds) was advanced to the mitral valve and deployed at the a3/p3 segment of the leaflets. During removal of the gripper line, after approximately half the line was removed, resistance was felt and the gripper line broke. The cds was removed over the gripper line and the line was then pulled out through the steerable guiding catheter (sgc). The clip remained stable on the valve. After removal, the gripper line was inspected and appeared to be stretched and coiled up. Two clips had been implanted, reducing the mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. The patient was discharged to home on (B)(6) 2015 feeling fine. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip delivery system was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation was unable to determine a cause for the reported difficult to remove gripper line. The reported stretching and breaking of the gripper line are secondary to the difficulty removing gripper line. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported for this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.